Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the sensor¿s cannula fractured while in the body. The customer¿s blood glucose level was unknown. They noticed the issue during insertion. The introducer needle was hard to remove. The customer reported that the cannula was no longer in the body. The product will be returned for analysis.

Manufacturer narrative:
Inspected 1 opened/used sensor and found cannula retracted inside sensor. Unable to confirm customer received in said condition due to open/used sensor.